Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-03759, 2938836-2019-03761,2938836-2019-03762. It was reported that when the patient presented in the clinic for routine follow up, infection was observed. The physician explanted the whole system. The patient was stable post procedure.

Manufacturer narrative:
Correction: product problem was mistakenly selected.